Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wavelet detection was not working for the implantable cardioverter defibrillator (ICD) as the patient received four shocks. The patient was exercising and not symptomatic before the shocks. The ICD was interrogated, and the interrogation report shows that the ICD was withholding for wavelet and then there was noise on the right ventricular (rv) lead that caused poor match scores and the ICD stopped withholding therapy. ICD reprogramming for better match scores was done. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.